Event description:
Clinic notes were received from the patient's neurologist which state that the patient has remained seizure free aside from 7 years ago when the battery pack on the patient's previous vns required replacement. Product analysis was performed on the device which was previously returned due to a prophylactic replacement. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.